Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that there was an intermittent loss of placement signal, which did not affect the performance of the pump or the condition of the patient.

Manufacturer narrative:
The investigation for placement signal issue has been completed. The cause of the placement signal issue cannot be established as returned product was inconclusive and data logs were not returned.